Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant the right ventricular (rv) lead exhibited no capture and had a dislodgement. It was noted that the patient experienced asystole. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.